Event description:
Procedure: cholecystectomy. Reportedly, after creating a seal on the inferior mesenteric artery with the device, the jaws would not release. The surgeon stated the device was locked on a very risky area. The surgeon reported that he had to use another instrument and manually wiggle the instrument to remove it from the tissue.